Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. An investigation of the device manufacturing records was conducted and verified that there were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the event of hernia. It is unknown what may have led to hernia development. Hernia is a commonly known complication in pd therapy due to physiologic increase in abdominal pressure from the dialysate during pd treatment, therefore, a possible causal relationship cannot be excluded. However there are no reported allegations of a liberty select cycler malfunction or product deficiency associated with the hernia event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the patient¿s hernia which warranted surgical repair and transition to back up hemodialysis remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
This is a report of a patient who experienced a hernia coincident with peritoneal dialysis (pd) therapy. The patient reported that they underwent hernia repair surgery and was placed on back up hemodialysis. The patient¿s pd nurse confirmed that the patient recovered from the event and progressed to a full pd prescription. The patient continued pd therapy without any further issue. The pd nurse was unable to confirm if the patient¿s hernia was a pre-existing condition or if it developed as a consequence of pd therapy. Should additional information become available, the file will be reassessed and updated accordingly.